Event description:
It was reported by svc report that the left head end side rail would not lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: timing link.